Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after breakfast while using an ilet system with a recently changed 23-inch 6 mm infusion set; guidance was provided to monitor glucose and consider changing the infusion site if levels did not decline, and no issues such as wetness or bent cannula were confirmed by the user. Symptoms included high blood glucose with a reported peak of approximately 350 mg/dl and no acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included troubleshooting and education with user follow-up. Investigation of this case revealed no confirmed device or infusion set malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.